Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr) for evaluation. Ofr checked the subject device and found followings. The glue on the bending section rubber was peeled off. The remote switch 1 was perforated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the patients and the subject device. From the patients. [(B)(6) 2021]: e.coli. [(B)(6) 2021]: pseudomonas aeruginosa. From the subject device. [(B)(6) 2021]: the suction channel: e.coli (>100cfu), rinse: e.coli (>100cfu). [(B)(6) 2021]: the suction channel: pseudomonas aeruginosa (>100cfu), rinse: pseudomonas aeruginosa (>100cfu). [(B)(6) 2021]: the suction channel: pseudomonas aeruginosa (>100cfu), rinse: pseudomonas aeruginosa (8cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. There was no report of infection associated with this report.